Manufacturer narrative:
An eval of the device cannot be performed as the device(s) was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the pt's husband that the pt was experiencing stiffness, swelling, and pain.